Event description:
It was reported that a pump was programmed to deliver medication, and prior to the loading of the IV set, the pump was observed to be running (medication, programmed amount and delivery rate unk). Add'l communication with the customer has identified that the IV set was loaded into the pump and after "run" was selected, no fluid was administered to the pt. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within spec. Additionally, upstream occlusion and downstream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing. No device malfunction could be identified.